Event description:
A pt reported experiencing inaccurate high results with a surestep. The pt's blood glucose results were 352 mg/dl on the meter using a fingerstick and 230 mg/dl for the lab, venous. Tests were done at the same time with a difference of 53%. Pt did not experience any adverse events. No further info has been reported.